Event description:
Patient reported she has had increased blood glucose levels for 2-3 months. Patient stated she thinks the infusion device delivers inaccurate insulin. Patient reported having blood glucose level of 26-500 mg/dl. Pt's normal blood glucose range is 80-140 mg/dl. Patient reported she was able to bring her blood glucose under control. Patient stated she took correction doses via the infusion device and by syringe. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.